Event description:
***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID: 977c265, (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient (pt) had significant pain in their lower abdomen when they got home from surgery. Rep noted it was unrelated to the system itself, but related to a complication of the surgery. They were taken by ambulance to the hospital and admitted into the ICU due to gas in their illium and lack of blood supply to the area. Pt was discharged days later and has returned home. Rep noted pt was on a restrictive diet - liquid only and reported they would be starting solid food this weekend. Rep met with pt for their post-op device turn on and the system was operating fine. Rep programmed pt although they did report some belly and side stimulation. Impedances were within normal limit. Rep indicated they would send any further information as they become aware.